Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during a laparoscopic hysterectomy procedure, "after firing the clip cross." Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Batch # n9375e. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.